Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. Additional information has been requested. Zip code is not indicated at this time. . The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that four years following an intraocular lens (iol) implant procedure, the lens is "muddy and coming apart". He is not able to get full corrected vision and it seems to change during the day. Additional information has been requested.